Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a clave connector. It was reported that when the customer used the clave connector, leakage of medical fluid was observed from pal medical¿s spike item number pbc-10, to which the clave connector was attached. The customer then connected the spike to a spiros connector to check for leakage, and no leakage was observed. Additionally, the silicone septum of the clave was found to be depressed or collapsed. The customer suspects that the leakage may have originated from this area. The medical device used in combination with the clave was the spiros connector. The clave 081-c1000ns is a component of pal medical¿s spike item number pbc-10. The medication used with the product was an anticancer drug. The product was not reprocessed or re-sterilized prior to use. It is unknown if the product is contaminated or contained with a biohazard or chemotherapeutic agent. There was no unprotected chemotherapy exposure to any individual. The quantity affected is 1, and the sample is available for retrieval and evaluation. There was patient involvement, but no delay in therapy and no adverse events.